Event description:
Overdelivery on primary line and undelivery on secondary line reported. The pump was programmed to deliver 5.9gm solumedrol in 500ml d5w on primary line to infuse at 43.0ml/hr and 1 liter of normal saline to infuse at 50.0ml/hr on secondary line. It was reported that the solumedrol was hung at 0800 and at 1145 hours the peripheral intravenous (IV) access site was accidently pulled out. When the nurse went to restart the peripheral IV, she noted that the solumedrol bag had infused approximately 400.0ml and the intravenous fluid container was full. The physician was notified and orders to restart the IV and continue the solumedrol therapy as prescribed were rendered. The pt was alert and "neurologically intact" when the peripheral IV access catheter was reinserted. There was no report of any adverse pt reaction. Though requested, there was no additional info available.